Event description:
Taxus v clinical trial. During a coronary drug eluting stenting treatment procedure, stent became loose on the balloon. After about 20-25 minutes of attempted use the taxus stent was loose on the balloon. Additional info has been requested.

Event description:
It was further reported that the device was advanced into the pt but was removed undeployed. The stent became loose after it was taken out of the pt and manipulated by the staff. In accordance with the above info, this complaint reportedly has been changed to non-reportable secondary to malfunction occurring outside of the pt's body.